Event description:
It was reported the coil was stuck in the catheter. The coil was removed with the catheter. Another device was used to complete the procedure with no patient injury. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).